Event description:
The site being treated was a right common iliac. A 7fr cook ansel 1 high flex sheath was used to cross the lesion on the right side. The physician felt resistance pushing the stent into the sheath. He pushed it up halfway up the left side with resistance. He pushed so hard that he collapsed the sheath. He took the stent out and replaced with an 8fr cook ansel 1 sheath and the stent was still tight as it was advanced to the bifurcation. The stent came off the balloon and it was being removed from the 8fr sheath and was free floating in the sheath near the hub. The sheath was removed successfully with the stent inside.

Manufacturer narrative:
Engineering analysis: the sample that was received was not the device that was reported to be faulty. The device received was a 10mm x 38mm x 120cm product. The sheath returned was also the 8fr ansel sheath. The details provided indicate that the device in question was a 10mm x 38mm x 80cm and that the sheath was a 7fr ansel sheath. As the device in question was not returned a full evaluation cannot be performed. The device that had been returned was verified to have had the balloon fully inflated and the 8fr introducer sheath did not contain a dislodged stent. Without the stent delivery system and the introducer sheath used in the case a root cause cannot be determined. The details provided indicate that the device in question met heavy resistance while advancing the stent through the introducer sheath to the point where damage occurred on the introducer sheath. The instructions for use (IFU) specify the following: "caution if resistance is encountered, do not force passage." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). The minimum value out of 30 samples tested at final lot qualification testing was 20.7atm. Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all 59 quality inspection samples passed this final inspection without any non-conforming devices. All crimped pre mounted stents were able to be advanced through the introducer sheath without issue. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question. The crimped stent diameters of all the quality inspection samples were measured and found to be within the product specification.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.